Event description:
Leadage has occurred at main connecting site. Cracks in the tubing have been observed. Ivac neonate infusion pumps or medfusion infusion pumps were in use at the time.device labeled for single use. Patient medical status prior to event: unknown. There was multiple patient involvement. Number of patients involved: 4.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, hub. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.